Event description:
It was reported that an african american female patient who underwent a breast augmentation procedure with unspecified mentor saline breast prostheses developed capsular contracture (baker grade unknown) in both breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 500cc gel breast prosthesis and a mentor memorygel breast implant 550cc gel breast prosthesis on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-may-2022, mentor received additional information about the event: the event occurred in 2021 (month and day were not specified). The patient age at time of event is 40 years old. The left breast capsular contracture was baker grade iii and the right breast capsular contracture was baker grade I. Manufacturer¿s reference number: (B)(4).